Manufacturer narrative:
Citation: perrin et al. Redo-transcatheter aortic valve replacement: strategies when the first transcatheter aortic valve replacement fails. Us cardiology review 2022;16:e07. Doi: https://doi.org/10.15420/usc.2021.18. Earliest date of publication used for date of event. Medtronic products referenced: evolut r, evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding redo transcatheter aortic valve replacement (tavr). All data were collected from a meta-analysis review. Multiple manufacturer¿s devices were implanted in the study population. An unspecified number of patients were implanted with a medtronic evolut r or evolut pro bioprosthetic valve. No unique device identifier numbers were provided. Among studies which included medtronic valves, the authors noted eight deaths that occurred within 30 days and 38 deaths that occurred within 1 year out of a pool of 281 patients. No further details were provided on the deaths. There was no statement of causal or contributory relationship between medtronic product and the deaths. Among studies which included medtronic valves, adverse events included: aortic regurgitation (ar) and/or stenosis requiring intervention, and coronary obstruction. Based on the available information medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.